Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, the surgeon was using the suprapatella instruments for the first time. The surgeon stated that the 03.010.437s outer protection sleeve 12.0, for expert tibial nail, for suprapatellar approach, straight, for 8.0-11.0mm nails, sterile kept being torn up by the reamer. The surgeon was not aware that the outer sleeve is meant to be used with protection sleeve 14.5, for expert tibial nail, for suprapatellar approach, straight, for 12.0-136.0mm nails which offers protections from the sharp reamer heads. As a result, tiny pieces of peek were in the knee. The surgeon stated he got rid of most of the debris. The correct procedure was outlined to the surgeon. This is report 1 of 1 for complaint (B)(4).